Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month complaint was reported. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please clarify, when the "firing knob got broke" if it broke off of the device? If yes, did it fall into the patient? If yes, was it retrieved? Was there any patient consequence? Response: it broke while firing for the first time and the knob got off from the device.

Event description:
It was reported that during an unknown procedure, the firing knob got broke while doing the very first firing. The surgery was delayed by 10-minutes. New ntlc was asked to arrange from ot store. The procedure was successfully completed.

Manufacturer narrative:
(B)(4).batch # r5ay06. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload present. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.